Event description:
It was reported that more than a month after implant, the patient came to the emergency room with discomfort and chest pain. On imaging, the right atrial (ra) lead appeared to be perforating the atria and causing a pericardial effusion with early tamponade signs. The ra lead also exhibited rising and high thresholds. It was also reported that the left ventricular (lv) lead had micro-dislodged and exhibited rising thresholds. The patient was hospitalized, and later brought into an operating room where a surgical pericardial window was made to drain the effusion. It was reported that imaging could not confirm perforation of the ra lead but upon analyzing the ra lead, thresholds were high. The ra lead was repositioned and had great measurements through the analyzer. The lv lead was not repositioned as the lv1 vectors all had great thresholds. The procedure was completed successfully, and it was reported that the pericardial effusion was gone. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.